Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed and the cannula was found bent. The probable cause was unable to be determined.

Event description:
It was reported that the pwd called to report an unusual issue with a previous cleo 90 infusion set. On (B)(6) 2025, the patient developed ketones due to a bg level over 300 mg per dl. The patient monitored ketones and stayed hydrated until they cleared, without requiring medical assistance. To manage hyperglycemia, the patient administered novolog via syringe, which lowered her bg and cleared the ketones and suspected a faulty infusion site and replaced the cleo 90 set. Upon removal, the patient observed the cannula bent upward into the adhesive portion of the site. The infusion set was worn on upper thigh, and believes the cannula bent while sleeping. The patient informed the trainer about the situation. There was no patient injury.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. No device history record was reviewed since lot number was not provided. If the product is returned, this complaint will be reopened for further investigation.